Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported that implant (bost410) was removed due to periimplantitis. Tooth location 4.

Manufacturer narrative:
An osseotite implant (bost410) was returned for investigation. Visual inspection of the as returned product identified signs of use within the external threads of the implant. The internal hex and collar of the implant were in good condition and showed signs of minor use. Visual and dimensional comparison of the implant with the drawing (dwg no. (B)(4) rev. B) using a caliper (cal1334; calibration due: 25-sep-2020) verified that the implant was consistent with the design. The implant was located at tooth #4 and was implanted for approximately 2 years. The patient was reported to have moderate density bone. The patient also had patient impacts (inflammation, pain) as a consequence of the infection and bone loss. No other pre-existing patient conditions were noted on the per or in the complaint. No x-ray images were provided for the reported events of bone loss and infection. DHR review was completed for the subject lot number (2014051074). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record ((B)(4)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2014051074) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection/bone loss) or for the reported device (bost410). Based on the investigation, the implant did not malfunction. The reported events (infection, bone loss) are non-verifiable as they are a medical condition events. The following sections have been updated: d4: unique identifier (UDI) number: ((B)(4). G7: checked "follow-up". H2: checked follow-up type.

Event description:
No further event information available at the time of this report.